Event description:
The patient was enrolled in the (B)(6) study. It was reported that on an unknown days post index procedure, the patient developed completed heart block. A permanent pacemaker was implanted. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading doses of 81 mg aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve system involved partial and complete resheathing of the lotus edge valve in the delivery catheter and deployment into a more accurate position within the aortic annulus. The following day, the patient was discharged on aspirin. Post procedure summary: 10 days post index procedure, the patient presented with weakness, dyspnea and intermittent dizziness. The patient was also noted to be bradycardic and was hospitalized. On the same day, electrocardiogram revealed complete heart block, ventricular paced rhythm with occasional premature ventricular complexes. On the following day, a new permanent pacemaker was successfully implanted. The event was considered resolved and the patient was discharged to home in stable condition.

Manufacturer narrative:
Describe event or problem - updated.

Event description:
The patient was enrolled in the reprise IV study. It was reported that on an unknown days post index procedure, the patient developed completed heart block. A permanent pacemaker was implanted. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading doses of 81 mg aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve system involved partial and complete resheathing of the lotus edge valve in the delivery catheter and deployment into a more accurate position within the aortic annulus. The following day, the patient was discharged on aspirin. Post procedure summary: 10 days post index procedure, the patient presented with weakness, dyspnea and intermittent dizziness. The patient was also noted to be bradycardic and was hospitalized. On the same day, electrocardiogram revealed complete heart block, ventricular paced rhythm with occasional premature ventricular complexes. On the following day, a new permanent pacemaker was successfully implanted. The event was considered resolved and the patient was discharged to home in stable condition. It was further reported that on the same day of the index procedure, the patient developed left bundle branch block. EKG was performed as diagnostic procedure. No action was taken to treat the event. The event was considered to be recovered/ resolved with sequelae.

Manufacturer narrative:
Patient identifier corrected from (B)(6) to (B)(6). Patient code for 'bradycardia' removed.

Event description:
The patient was enrolled in the reprise IV study. It was reported that post index procedure, the patient developed completed heart block. A permanent pacemaker was implanted. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading doses of 81 mg aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve system involved partial and complete resheathing of the lotus edge valve in the delivery catheter and deployment into a more accurate position within the aortic annulus. The following day, the patient was discharged on aspirin. Post procedure summary: 10 days post index procedure, the patient presented with weakness, dyspnea and intermittent dizziness. The patient was also noted to be bradycardic and was hospitalized. On the same day, electrocardiogram revealed complete heart block, ventricular paced rhythm with occasional premature ventricular complexes. On the following day, a new permanent pacemaker was successfully implanted. The event was considered resolved and the patient was discharged to home in stable condition. It was further reported that on the same day of the index procedure, the patient developed left bundle branch block. EKG was performed as diagnostic procedure. No action was taken to treat the event. The event was considered to be recovered/ resolved with sequelae.